Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3157235 and product code 810081. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 and the mesh was implanted. It was reported that the patient experienced vaginal pain, sensation of mesh-like material in vagina, abdominal pain, rectal bleeding, vaginal bleeding, vaginal erosion, and left groin pain that radiated down the left leg.